Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: air-water channel, suction biopsy channel, flushings and brushings. Cfu: 2 cfu, bacterial identification: pseudomonas species. Sampling date: (B)(6) 2025, sampling from: air-water channel, suction biopsy channel, flushings and brushings. Cfu: no growth, bacterial identification: n/a. Based on the data provided, no correlation was identified between the actual condition of the product device and the source of contamination. Generally, device damage (e.g., scratches, cracks, creases, twists) can be a source of microorganisms, especially when combined with improper reprocessing. Leaks and rubber cuts were observed during inspection. Without cleaning disinfection and sterilization (cds) information from the customer, it is not possible to determine a link between reprocessing errors related to the validated procedures described in the instructions for use (IFU) and the product condition. The final olympus hygiene microbiological investigation (hmi) results showed no growth. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide the device evaluation and complaint investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-10 colony forming units (cfus) of enterobacter hormaechei. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d9, h6. This supplemental report informs that the device has been returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.